Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The results from the meter were 7.0 inr and 6.8 inr. The result from the laboratory was 4.0 inr. All 3 results were within 7 hours of one another. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.